Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: driveline malfunction.

Event description:
Major pump unit(s) involved: blood pump. Additional text: serious faults due to driveline fracture. Specific component(s) involved: driveline malfunction. Additional text: internal driveline fracture. Causative or contributing factor: patient non-compliance in device maintenance/protection. Intervention(s): none. Implant device type: lvad.